Event description:
The recipient reportedly experienced extrusion prior to wound infection. The recipient reportedly experienced an infection at the implant site. The recipient reportedly experienced otitis media and was treated with antibiotics prior to explant. The recipient's device was reportedly explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.